Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. No injury or medical intervention was reported. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem of heat was confirmed. The bearings of the attachment were found corroded and covered with debris, causing the reported heat. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).